Event description:
Information was received regarding a medfusion 4000 pump. It was reported that 64 pumps had seven or more acu watchdog alerts from january through october, 2021. It was later added that was lost wireless settings, non-OEM power cord, "bmv" seals on plunger head and bottom case, cracked battery door around screw and a non-OEM battery. The smiths tamper evident seal was altered in the battery compartment and plunger head. The j9 glue was missing, and there was no signs of fluid ingress. The OEM speaker counts l3, l4, and l5 equal 43, 92, and 147, respectively. Customer could not determine the cause of the alerts. It is unknown if there was any patient, or clinician injury associated with this particular occurrence.